Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused bacterial peritonitis, manifested by cloudy and dark effluent along with abdominal pain. The patient was hospitalized for the reported event. The treatment for the peritonitis included ancef (1.5gm, daily for 11 days, route not reported). The patient was discharged from the hospital after a few days. The patient was reported to be recovering from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.